Event description:
Additional review indicated that the patient also experienced burning sensation at feet and hands, total body cramps, return of symptoms, sever leg pain, unable to walk without focusing on walking, fever, confusion (patient couldn¿t keep track of what he was doing or where he was at or what he was going to do next), fall, 2 heart attacks, heart beats fast and high pulse, and couldn¿t talk. The patient stated the event had been four days prior to the call. The patient indicated that the physician didn¿t give him medication for pain. The patient had broken neck where there was a fusion done at c5, c6 and the patient had a fusion done at l5-5-s1. The patient stated that his pump had run out, and the patient stated the patient therapy manager didn¿t do anything. The patient was discharged by his physician for harassing the staff which the patient denied. The patient stated the pump didn¿t work right. The patient stated ¿. I go outside and it gets like 102 to 110 here and I get huge boosts where I just fall down on the ground stoned.¿ the patient stated his girlfriend could use fingers to move the end of catheter. The patient stated ¿it sets against something in my back and doesn¿t drain and then she moves it and I get all of it all at once.¿ the patient was given oral baclofen, clonidine and vicodin. The patient felt the vicodin didn¿t take care of his pain. The patient stated the catheter ate a hole from the inside out in his back, and he thought it was the catheter placement problem.

Event description:
It was later reported that the patient¿s brain was ¿all messed up since withdraw or overdose.¿ it was unknown whether withdrawal or overdose occurred. The patient did not have transportation for over two years to be able to see someone and ¿was afraid to tell anyone.¿ the patient ¿heard things talking.¿ the patient did not want to take a chance going to the psychiatric ward by telling anyone. It was noted that the patient was still having concerns with his device or therapy but had not sought further help.

Event description:
It was reported that the patient experienced hallucinations; "seeing dogs in the road that weren't there", being "on a mountain in front of a cooler." The report was further described as "very random and odd." The device system was used to deliver hydromorphone (dilaudid), clonidine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).